Event description:
Complainant alleged that during patient use, the autopulse® platform displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message, that was unable to be cleared and therefore the device would not restart. The patient was already deceased and the autopulse was used to maintain the organs as the patient was an organ donor. The manufacturer has made several attempts to obtain additional information, however no further information has been provided as of today 1/16/2015.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the top and front covers were cracked. In addition, it was also noticed that the battery compartment was damaged. The physical damages found during visual inspection are not related to the reported complaint of the user advisory 17 (max motor on time exceeded during active operation) message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 4/2009). Review of the autopulse archive was performed and the reported complaint was confirmed. The archive data shows that multiple ua17 faults occurred on the reported event date of (B)(6) 2014. In addition, other user advisories are also observed on the reported event date, however they are not related to the reported complaint. The user advisories include 45 (not at "home" position after power-on/restart), 2 (compression tracking error), and 18 (max take-up revolutions exceeded). Functional testing was performed and the reported complaint was verified. The autopulse platform was subjected to a run-in test with the 95% patient test fixture (large resuscitation test fixture) and it shows the platform compression depth fluctuated and was unstable. During the run-in test, the platform stopped compression multiple times and displayed a user advisory 17. It was observed that the drive train motor brake gap was out of specification. The brake gap was unable to be adjusted back into specification because both set screws would not lock into the encoder dimple locking hole causing the brake to disengage. In addition, the load cell characterization testing was performed and it shows that both load cell modules are functioning within the specification. Based on the investigation, the parts identified for replacement were the top cover, front cover, battery bay compartment, and the drive train motor and clutch plate. In summary, the reported complaint of the user advisory 17 fault was confirmed based on the archive review and during functional test. The fault was found to be due to defective drive train motor. The root causes for user advisories 2, 45, and 18 could not be determined. However, per the autopulse maintenance guide (p/n 11653-001), ua2 is an indication that the patient or lifeband is out of position, or the lifeband is opened during active operation. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Ua18 is an indication that the patient's chest is too small while sizing the patient (take-up). The physical damages found during visual inspection are unrelated to the reported complaint. After replacing the defective drive train motor and performing the run-in test for several hours on the platform, no fault or errors were observed. All parameters for this platform meet the manufacturers specifications. Upon replacement of all parts, the platform was re-evaluated through functional test and the platform passed all testing criteria.